Event description:
It was reported by the customer that he noticed bleeding immediately and pulled back on the entire device. He saw the lights from the needle shining in the ultrasound picture. When he withdrew the device, 2 cms of the catheter were left in the patient. The patient had to go to surgery to remove. Device was inserted into the patient's right cephalic and hit a wall.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 20 ga powerglide pro was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned powerglide pro. The catheter was returned attached to the needle and attached to the pink, plastic slider. The safety mechanism was not advanced over the needle tip. The needle was observed to be bent. The returned catheter was observed to be broken with the distal fragment of catheter detached from the needle. A microscopic observation revealed the break in the catheter was circumferentially aligned and exhibited a chevron-shaped break with a granular fracture surface. Because of the observed characteristics of the break site in the catheter and the advancement into the tissue of the patient described in the event description, the complaint of a broken catheter is confirmed and was determined to be use related and appeared to be caused by contact between the catheter and the needle tip. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that he noticed bleeding immediately and pulled back on the entire device. He saw the lights from the needle shining in the ultrasound picture. When he withdrew the device, 2 cms of the catheter were left in the patient. The patient had to go to surgery to remove. Device was inserted into the patient's right cephalic and hit a wall.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.